Manufacturer narrative:
It was reported that "a #15 surgical blade broke while in use during our alif procedure. The blade was retrieved from disc space (the broke side) and the sterile field as soon as this was noticed. This blade came from our alfi pack." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that "a #15 surgical blade broke while in use during our alif procedure. The blade was retrieved from disc space (the broke side) and the sterile field as soon as this was noticed. This blade came from our alfi pack."